Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Corrected: d6 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, approximately twenty-three (23) months later, the patient is complaining of pain and that a cap has come loose from one of the implants. No revision procedure has been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04746, 0001825034-2019-04747, 0001825034-2019-04748, and 0001825034-2019-04749. Concomitant medical products: van ps open intl fem-lt 65, catalog#: 183128, lot#: j3867592; biomet cc cruciate tray 75mm, catalog#: 141234, lot#: j3575207; e1 vngd ps tib brg 71/75x12, catalog#: ep-183642, lot#: 895380. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, approximately twenty-three (23) months later, the patient is complaining of pain and that a cap has come loose from one of the implants. No revision procedure has been reported. Attempts have been made and no further information has been provided.